Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that there was no health impact on the patient so that no additional intervention was taken. The patient was still hospitalized due to a reason other than this event and was stable as for the pci procedure. The returned guidewire had its distal end curved approximately 25mm in length. At approximately 7mm from the distal end, the polymer jacket was scraped by the contact with something hard and the underlying coil wire was exposed. The scraped polymer jacket was squeezed toward the distal end and fold as bellows. The coil and core wires were not fractured and remained in one unite. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it is concluded that pulling force that exceeded the device's design limit was inadvertently given to the guidewire while the distal end of the guidewire was trapped by the heavily calcified lesion. It is presumed that the polymer jacket was along the removal maneuver. There was no indication of product deficiency. It could not exclude a possibility of a piece or pieces of the polymer jacket remaining in the anatomy. The IFU states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
During pci to treat a heavily calcified cto lesion in the rca #2 and 3, an asahi guidewire was advanced toward #3 but it was unable to cross the lesion. When the guidewire was taken out of the anatomy in order to reshape, abnormality was found on the tip of the guidewire. The guidewire was exchanged to another guidewire, the procedure was resumed, and the blood flow was restored.